Manufacturer narrative:
The investigation determined that the same puncture hole was used for both measurements. This is a potential cause for the discrepancy. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results from coaguchek xs meter serial number (B)(4) compared to her physician's coaguchek xs meter. The customer stated that a friend gave her his old coaguchek xs meter and she took it to her physician's office. The customer stated that she had never used the meter and the physician's nurse performed the measurements. The result from the physician's meter was 2.4 inr. The result from the customer's meter was 1.8 inr. The physician's nurse used the same fingerstick and test strip lot for both measurements. The test strip lot was provided by the physician. There was no allegation of an adverse event. The customer "felt fine". The customer was not taking heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in coumadin, no changes in diet, no illness, no new medications, no bleeding, and no bruising. The customer's therapeutic range was 2.0 - 3.0 inr. Upon review of the meter memory, it was found that the result units of measure were incorrect. The units were corrected to inr and the result of 1.8 inr was confirmed. The suspect device was requested to be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.